Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two samples were provided for evaluation. The returned samples were subjected to a visual examination with passing results. The transfer sets vacuums were tested with passing results. It is noted a subjects matter expert evaluated the transfer sets and determined that prior to receiving the samples the sets were installed and a valve dance was performed. This defect is not considered a result of the manufacturing process. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: valves were not straight. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.